Manufacturer narrative:
The parts were returned and analyzed by product engineers. Visual inspection noted damage to the washer component of 1 unit of mm1-000020 mis polyaxial head, lot: te183452e (3012120772-2024-00051), and non-uniform wear to 1 unit of md1-100016 pointlock set screw, lot: aw167907b (3012120772-2024-00028) and 1 unit of md1-100016 pointlock set screw, lot: aw167910b (3012120772-2024-00047). See related reports for evaluation results. No damage was observed on this unit; it is believed to not have contributed to the reported failures. The following reports are also related: 3012120772-2024-00049, 3012120772-2024-00050, 3012120772-2024-00051, 3012120772-2024-00052, 3012120772-2024-00053, 3012120772-2024-00054, 3012120772-2024-00055, 3012120772-2024-00056, 3012120772-2024-00057. Possible adverse events: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain

Event description:
On (B)(6) 2024, a patient underwent spinal surgery consisting of seaspine's mariner mis posterior fixation system. On or around (B)(6) 2024, it was observed that "there was a tulip disengagement and set screw fall out post op." Revision surgery occurred on (B)(6) 2024. No patient injury was reported. 10 md1-100016 pointlock set screws and 10 mm1-000020 mis polyaxial heads were returned; at the time of the initial report it was unknown which units were associated with the failure. This report is for lot aw167907b, 2 of 4 units.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery consisting of seaspine's mariner mis posterior fixation system. On or around 5 may 2024, it was observed that "there was a tulip disengagement and set screw fall out post op." Revision surgery occurred on (B)(6) 2024. No patient injury was reported. Multiple products were explanted and returned; it is unknown which units were associated with the failure. This report is for lot aw167907b, 2 of 4 units.

Manufacturer narrative:
Investigation of the returned parts is ongoing. The following reports are also related: 3012120772-2024-00049 3012120772-2024-00050 3012120772-2024-00051 3012120772-2024-00052 3012120772-2024-00053 3012120772-2024-00054 3012120772-2024-00055 3012120772-2024-00056 3012120772-2024-00057. Possible adverse events loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.